Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address dislocation. While doing the range of motion evaluation in surgery the patient's humerus fractured distal to the stem.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found one additional potential related report against the provided product code 130738209, lot code 5227188 combination. Device history record review analysis of the lot provided shows an initial conformance of this product with regards to its specification. For this lot, there was no deviation or non-conformance. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.